Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had its smart pass feature disabled multiple times. Technical services (ts) was consulted and discussed stored data, with undersensing for atrial fibrillation (af) noted. The caller mentioned the patient had received an inappropriate shock due to oversensing of noisy signals, as well as oversensing and undersensing. Ts discussed troubleshooting options, with further in clinic examination recommended. This electrode remains in service. No additional adverse patient effects were reported.